Event description:
A malfunction alarm was reported, specifically identified as malf 12, but no notable events occurred prior. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). The customer received assistance from technical support to reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue recurs.